Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of a 68 mm in diameter thoracic aortic aneurysm in zone 0. The proximal neck diameter was 42 mm while the distal neck diameter was 23 mm. It was reported that after the stent graft was deployed, a distal type 1b endoleak was discovered. Touch-up was performed, but the endoleak still slightly remained. Per the physician, the cause of the event is unknown. It is possible that implanting in zone 0 might have contributed. No clinical sequelae were reported and the patient will be monitored.

Event description:
Additional information was received for this case. The device was implanted in zone 4. The physician noted that the stent graft was inaccurately delivered; therefore, resulting on the endoleak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).